Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board switch position was corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system shut down during a case. The system had to be rebooted then would not x-ray. No patient injury was reported.